Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they do not like the new device implant. Pt stated the old ins and external equipment was so easy; pt stated "it is a process for her to use." Pt stated they only need stim when sitting down, but the implant does not work for them like it should where it does not recognize that they only need stim when sitting down. Pt is turning stim on and off when not sitting. Pt stated this change in implant and external equipment has been extremely frustrating for them to use. Pt mentioned the ins battery runs out so quickly. Patient services (pss) did redirect pt to their healthcare provider (hcp) to discuss concerns and issues.